Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been made available yet.

Event description:
Decreasing hearing performance with the device was observed. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decreasing hearing performance with the device was observed. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, wire breakages due to excessive mechanical stress were observed. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
Decreasing hearing performance with the device was observed. No trauma has been reported. The user has been re-implanted.